Event description:
It was reported by service report that the head end jack actuator rod was bent causing the litter to lean in excess of 10 degrees. No pt involvement or adverse consequences are reported.